Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, other (unspecified event), nodules in lungs and kidneys, congestion, runny nose. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, section box b: adverse event or product problem (adverse event/product problem), box h: device manufacturers (health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.